Manufacturer narrative:
This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device is not being returned; the availability of the device is unknown, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This file is a review of the following journal article: tikhilov, r. M. , et al (2011) long-term results of arthroscopic treatment for instability at recurrent shoulder joint, causes of failure. Russian traumatic surgery and orthopedics, vol. 59, pages 5-13, (russia). The study emphasizes on the analysis of the results of the performance of arthroscopy stitch on the injured capsule with the use of anchor. The patients evaluated on course of this study: 46 patients. The article describes the following procedure: shoulder repair. The device involved was: unknown lupine anchors. Complications described: dislocation recurrence following the performance of surgery was noted in 3 patients. Dislocation recurrence occurred that required the performance of revision surgery.